Event description:
Event was reported to (B)(4) by an attorney. The patient suffers chronic pelvic and vaginal area pain, severe hemorrhaging, vaginal inflammation, severe pain during intercourse, recurrent leakage of urine, urinary retention, vaginal odor, abnormal vaginal bleeding, and pain in her thighs. No further information has been provided.